Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to charging difficulties and magnetic resonance imaging (MRI) access. The patient was doing well in post operatively. Explanted device will not return due to facility policy and plasma blade was used for explant; no electrocautery was used while new device was installed.